Event description:
It was reported that the 2800 system intermittently locked up and the monitor went blank. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The reported issue is currently under investigation.